Event description:
Boston scientific received information that the patient implanted with this right ventricular lead presented to the hospital after they had fallen down. Intermittent loss of capture at 6.5 v at 1ms was observed. Additionally, a pacing impedance measurement of 170 ohms had been recorded a few days earlier. The lead was programmed to unipolar with threshold measurements of .7 v at .5 ms observed along with pacing impedance measurements of 470 ohms. It was reported the patient fall was not related to the patient's pacemaker. The patient has an underlying rhythm. No adverse patient effects were reported. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.